Event description:
One of the automatic endoscopic reprocessing (aer) machines was found to have a broken connector tube, which is used to flush the high-level disinfectant through the inside channel of the scope during reprocessing. Endoscopic reprocessing includes an initial manual cleaning with an enzymatic detergent, brushing inside channels and exterior surfaces and thorough rinsing. The automated process includes leak testing, submersion and flushing all lumens with high-level disinfectant for several minutes (per manufacturer's recommendation), rinsing all surfaces, with a final alcohol flushing of lumens and forced air sent through the channels to facilitate drying. This particular connector tube was found coiled in one of the aer reprocessing chambers after the last day's run cycle. When it was straightened the tube was found severed in half at the base. It is unknown if the break during the straightening of the tube or if it had been broken during previous run cycles, thus potentially preventing adequate high-level disinfection of the (inner lumens) of scopes reprecessed in that particular machine.====================== manufacturer response for disinfector, olympus dsd======================olympus contacted to determine if the machine would automatically abort a run if there was a break in the connector tube. Olympus said it would not abort, it would abort only if the tubing is completely occluded or if the leak test fails.